Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2023, the patient developed a rash, redness, and pimples under the sensor patch. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. The reaction was treated with an unspecified prescription oral medication. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.